Event description:
It was reported that during an atrial fibrillation ablation an faradrive sheath was selected for use. During procedure, the versacross wire was used to go transseptal through a non - boston scientific dilator and sheath. The dilator and wire were then removed; the sheath was aspirated then input the farawave catheter and aspirated again upon insertion of the farawave. Once the farawave was exposed on the left atrium, it was noted that the patient was experiencing st segment elevation that was not present at baseline. A nitroglycerin dose was ordered and waited for a couple minutes prior to continuing. When the st segment elevation had begun to decrease, the ablation procedure was continued. The patient's ECG came back to baseline during the case, and the procedure was completed successfully.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.